Manufacturer narrative:
Reporter is millstone service provider. A product investigation was conducted. Visual inspection: the depth gauge for locking screws to 100mm for im nails (p/n: 03.010.072, lot number: 5307091) was received at us cq. Visual inspection of the complaint device showed the needle/hook component was bent but not broken. Dimensional inspection: hook diameter was measured and found to be conforming per relevant drawings. Document/specification review: relevant drawings were reviewed and no design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as the depth gauge has bent but is not broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.010.072, lot: 1528053, manufacturing site: (B)(4), release to warehouse date: 25. July 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, a depth gauge for locking screw was broken during reverse logistics audit of the returned device at millstone. There was no patient involvement and no additional information is available. This report is for one (1) depth gauge. This is report 1 of 1 for complaint (B)(4).